Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension: upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(4). Batch: 7098385. Product family: dbs-extension: upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(4). Batch: 7098441.

Event description:
It was reported that during the programming session the physician assessed that the location of the deep brain stimulation (dbs) left side lead, and lead extensions surgical site hadn't healed properly and should be relocated to a more posterior position under the scalp. The skin in the current area was thin and the potential for infection was high. The patient underwent a preventive procedure where the dbs lead, and lead extensions were repositioned. The patient did well post-operatively.